Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, opening, brown particles, calcification and underweight. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool and a sharp opening in the posterior side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two striated edge opening on radius side due to surgical damage. A sharp opening on the posterior due to an unidentified (tear) opening.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "MRI scan confirms the left implant has ruptured''. The device remains implanted; explant scheduled.